Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during opening the 014 ht versaturn f 190, fractures were noted; however, the device remained in one piece. There was not resistance met during removal from the dispenser hoop. Another non-abbott device was used to complete the procedure. There was no device use or patient involvement, and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported break. Factors that may contribute to a tip break after unpackaging include, but are not limited to, damage incurred during manufacturing, damage incurred during shipping, or inadvertent mishandling during unpackaging. In this case, a visual and dimensional inspection was performed on 13 unused/sterile units from the same part and lot number. The inspection found no abnormalities or damage, suggesting the tip break is not related to a product quality issue. A conclusive cause for the reported tip break cannot be determined because the device was not returned for analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿.